Event description:
On (B)(6) 2014, the patient had a new pump and catheter implanted. On (B)(6) 2014, the patient presented to the healthcare professional complaining of a headache and ¿csf leak symptoms¿. The hcp planned to perform a blood patch. The catheter was working and did not require surgical interventions. As of (B)(6) 2014, the patient was 'doing good all around'. The drug used in the pump was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer. (B)(4).